Event description:
The company was informed that the patient's electrode array has migrated outside of cochlea. It was also reported that the patient's electrode array was protruding into the ear canal. Reimplantation surgery will be scheduled.